Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. On the same day as the onset, the patient was hospitalized for the event. On an unreported date in the same month as the onset, the patient began treatment with unspecified antibiotics (doses, frequencies and routes of administration not reported) for peritonitis. One week after the onset of peritonitis, the patient recovered and antibiotic treatment was discontinued. Dianeal therapies were ongoing. No additional information is available.